Manufacturer narrative:
The date of event is an approximation provided by the manufacturer. The date of event was reported as (B)(4) 2008. The device was not returned for investigation and the lot number was not known. Since the device was not returned, a complete investigation cannot be performed.

Event description:
During a visage treatment, it was reported the wand was used on patient's face and neck. The wand reportedly scratched patient's cheek and neck. The scratches healed and resulted in scars. The scars have been treated with microdermabrasion and chemical peels.